Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred which required a pericardiocentesis. The physician alleges this occurred when moving the flexability abation catheter se in the left atrium. The effusion was diagnosed with an echocardiogram, the procedure was completed, and the patient was transferred to the ICU for drainage. There were no alleged issues with any devices.

Manufacturer narrative:
During investigation it was confirmed the lot number of the device is lot: 8745004. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825. Manufacturer narrative: one quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.